Event description:
It was reported that the catheter was being placed in the pt's internal jugular. The physician inserted the introducer needle, attempted to aspirate with a syringe and noticed a crack in the hub of the needle. At which time, he discarded the needle and opened a new kit. There was no delay in treatment, no pt death or no pt complications were reported. The pt received a new line.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.